Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 73 mg/dl. Suspected cause was due to the customer¿s settings requiring adjustments. Customer consumed carbohydrates and a glucose drink and went to the emergency room to address bg. Customer was treated with intravenous fluids and saline. The hcp recommended the customer update their pump settings to address the event. Customer was released the same day with the issue resolved and no permanent damage.